Event description:
Boston scientific received information from a patient advocate inquiring if the device would continue to work after being exposed to external defibrillation. Boston scientific patient services (ps) discussed the device would likely be fine and emergency medical action would always take precedence over the device being harmed. Ps did note we would recommend that the device be checked following the defibrillation to ensure the device was not affected. The advocate then noted this patient had recently expired. The patient was suffering from pneumonia, parkinson's, dementia, was using a feeding tube and on a ventilator when he expired from cardiac arrest. The patient advocate noted the patient had been cremated post-mortem and would ask the mortician for the device back to return to boston scientific. Additional information was received that the patient advocate called back into ps and reported the device was sent to bsc by the mortician. Also noted will be investigating hospital/physician as to why no paddles were used on the patient when he was in cardiac arrest. The device analysis has been requested. The patient advocate again contacted ps and still questioned why the physician did not use the defibrillation paddles on the patient (was full code status) when they expired. The advocate was informed the patient was not in a rhythm that could be treated with a shock. The advocate also stated she was originally told the patient passed due to the pacemaker lead being loose, however the physician and the advocate reviewed the patient's EKG just prior to the time of death and confirmed the patient was being paced and in fact pacing spikes were evident when he passed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.